Manufacturer narrative:
Follow-up #1: date of submission 01/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2016 with the following findings: moisture was visible under the display lens. A crack was found in between the display and case seal. Leak found in pump case. Opened pump and found moisture throughout pump and on keypad flex observed, making all keypad unresponsive. The keypad is intact. Peeled back keypad and found no damage to contacts. Battery compartment crack below the bumper at the case seal. Display does turn on, but is distorted due to moisture on display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 12/07/2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.